Manufacturer narrative:
(B)(4).

Event description:
The patient presented at the lab and was found to have coronary disease. The patient was going to have a stent implanted to the diagonal and lad arteries. The diagonal was stented and then the physician attempted to use a resolute onyx rx drug eluting stent to treat the lad. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During delivery, no resistance was encountered. Excessive force was not used. It was reported that when positioning the resolute onyx stent in the lad, the stent became dislodged. An attempt was made to pull the stent back with the balloon, and it got into the lms. The stent was retrieved using a snare. The lad was stented with good results. The patient was reported to be comfortable and safe and was kept overnight for observation. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.